Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. The events of swelling, granulomatous reaction, and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record (DHR) summary: the release step combined with the absence of any deviation shows that no element could explain this reaction: all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event as follows: contraindications: ¿ juvéderm voluma® xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Warnings: ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions: ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Postmarket surveillance: the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported after injection in the cheeks for cheek augmentation with juvéderm voluma® xc, and concomitantly in the nasolabial folds with juvéderm® ultra plus xc, the patient developed facial swelling at the injection site 8 months after injection. Seventeen days after symptoms began the patient was treated with hyaluronidase and a punch biopsy was performed showing "granulomatous reaction." Patient still experiences induration and intermittent swelling however it is not as severe as during initial symptom onset. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00587 (allergan complaint #1454500).this is the first MDR submitted for the first suspected product, juvéderm voluma® xc.